Event description:
Right inguinal hernia repaired with marlex mesh. Standard procedure with cephazolin in antibiotic prophylaxis. Pt developed wound drainage after discharge; serous appearance which progressed to well-defined sinus tracts requiring mesh removal on 3 jul 97. Sinus tracts persist. Finally identified mycobacterium fortuitum infection in wound. Requiring longterm antibiotic therapy. This type of infection known to be associated with foreign bodies, particularly pacemakers. Device sent to pathologist. Per radiology report dated 7/8/97: "pt has metallic skin suture clips in the right lower quadrant and a drain present suggesting recent appendectomy. There is moderately increased stool. Pa chest and supine and upright views of the abdomen are otherwise unremarkable in appearance with specifically no evidence of bowel obstruction or other acute process. There are no prior films for comparison. There are a few rounded calcifications in the right lower pelvis which appear to be consistent with phleboliths." Apparent recent surgery. Slight to moderately increased stool. Abdomen otherwise nonspecific in appearance. Per radiology report dated 8/6/97: "supine and lateral views of the abdomen are obtained and when compared to prior abdominal series date 6 jul 97 there has been no significant interval changes except for removal of the drain and surgical skin staples. There are no new densities to suggest foreign body or other significant abnormality. Rounded calcific densities in the pelvis are stable consistant with benign phleboliths. No evidence of soft tissue foreign body or retained surgical device." Per radiologist report dated 8/30/97: "the skin site was prepared with betadine. Using sterile technique, a 10 french foley catheter was placed into the orifice of the drainage site. Within the drainage site, the balloon was inflated with water to the level of pt tolerance (about 1 cc). Total of approx 10cc contrast was used during intermittent small volume injections of about 2-3cc a piece to attempt to delineate the multiple tracts. These multiple tracts extend medially, inferiorly, and posteriorly, over a total region of about 3x3cm. No focal collection is noted. No communication with bowel is identified. Impression: 1. No fistulous communication with bowel is identified. 2. Multiple small trails of contrast are seen dissecting into the surgical and tissue planes, without any dominant contrast collection to suggest abscess. The drainage site should therefore be considered a sinus tract without discrete abscess formation. 3. Findings discussed with dr at the conclusion of the examination. 4. Copy of the films sent with the pt for aerovac."